Event description:
It was reported that the 3.0 x 15 mm xience xpedition stent delivery system (sds) was loaded onto the balance middleweight (bmw) guide wire. During advancement of the sds, resistance was noted with the guide wire and slight force was applied. As the guide wire was not perfectly clean, the decision was made to remove the sds from the guide wire and clean the guide wire. The sds was removed from the guide wire without resistance. During re-advancement of the sds, it was noted that the sds tip was separated; therefore, the sds was no longer used. Reportedly, the tip separation likely occurred during removal of the sds from the guide wire. The procedure was performed successfully using another device. There was no adverse patient effect or clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the other device was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. The 3.0 x 15 mm xience xpedition referenced was filed under a separated medwatch report#.